Event description:
Patient reported their teeth are weak and chipping. They have stopped wearing their aligners and their teeth have shifted back to where they were when they started.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.